Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. Information was reported that patient¿s ins is not working anymore. Caller stated her back is ¿just killing her¿. Caller stated she hasn't seen her managing doctor about the issue because they are far away and she is disabled. Caller was redirected to follow up with her healthcare professional to discuss symptoms and have device checked. Caller mentions she is on dialysis and sees a lot of different doctors. No further patient symptoms have been reported. No additional symptoms have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.